Manufacturer narrative:
Procedure was completed successfully with second implant. Patient is doing well.

Event description:
When opened from pouch, it was difficult to discern top of implant from bottom (base). Bear implant hydrated very fast and fell apart when attempting to put in knee. Implant was discarded and procedure was completed with a second implant. Second implant looked better and hydrated normally and was from the same lot.